Manufacturer narrative:
(B)(4). Complaint conclusion: the device was returned for analysis unsheathed and unprotected. The device positioning unit (dpu) failed electrical testing. The detachment fiber did not receive heat and melt. The most likely root cause of the coil¿s non-detachment was due to a fracture of the solder joint located in the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined. Since there was no manufacturing issue determined to be related to the complaint, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During coil embolization of a right internal carotid artery aneurysm, an ultipaq microcoil would not detach after pressing the detachment button at least 3 times. There was no attempt to change the cable or device control box. They safely removed the coil and the procedure was continued with a new coil of the same size, and they performed the case well. There was no consequence for the patient. It was reported that the pre-deployment check had been performed, and no fault light had been seen during the procedure.